Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose and ketoacidosis on (B)(6) 2018 with blood glucose of 815 mg/dl at the time of incident and current blood glucose value is 208 mg/dl and the insulin pump had motor error. The customer's nurse did not provide any symptoms regarding to high blood glucose and diabetic ketoacidosis. Customer's nurse report they did not allege pump was under delivering. The customer was treated with insulin drip. Customer's nurse declined troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test . Device uploaded properly using carelink. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.